Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 89 mg/dl while the sensor glucose reading was 251mg/dl. The customer was advised that the sensor glucose versus blood glucose difference is not within acceptable range. The customer stated that she also received a change sensor error and calibration error. The customer stated that the sensor gave her low alerts and it went into threshold suspend. The customer was advised to change out the sensor.